Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The esd kit was inspected. The collimator was disconnected and then reconnected. The system was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9600 system displayed a temperature error; shutdown completely and would not shoot images. No pt injury was reported.